Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: paitent age/date of birth: (B)(6) 1941, patient sex/gender: male. Device available for evaluation: yes, returned to manufacturer on 12/6/2018. Device returned to manufacturer: yes. Device evaluation: visual inspection of the returned sample using microscope magnification was performed. The lens was received cut in half with residues of viscoelastic and a haptic detached. The condition in which the sample returned is consistent with a product that was explanted. A product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed one other complaint has been received for this production order number; however, it was due to use error and not related to this event. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). Removed/replaced within initial procedure. If explanted; give date: n/a (not applicable). Replaced within initial procedure. Attempt has been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a z9002 21.5 diopter intraocular lens (iol) haptic was bent once it was inserted in the patient¿s eye. The surgeon removed and replaced the iol with a back up lens during the same procedure. Incision was not enlarged and there were no complications. No additional information was provided.